Event description:
Unit serial # is an older protype with no shielding, needs to be refurbished with improved emi resistance. Unit was not in use on a pt. Later the hosp decided not to return the unit for refurbishing. Another two devices were included on the rga to cardiocommand, inc., were not a problem with emi, but thought to have a problem with powering up. Later the hosp found their mistake with powering up the units and decided not to return for repair since the units were operational. These 2 units had already been modified for improved emi resistance.